Event description:
It was reported: during a mid corpol fusion - drive tip broke twice inserting screw into capitole. Had to incise down - remove screw with pliers.

Manufacturer narrative:
No device has been returned to date so an examination cannot be performed. No root cause can be established. If new information becomes available, a follow up report will be sent. Related MDR: 3025141-2026-00281.